Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 07-may-2024, it was reported that the infusion set was fell off during use. It was reported that the patient faced two events of infusion set crimped cannula on 07 may 2024 and 28 may 2024. The bg level was reported 170-180 mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information.